Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. For any product information received.  This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.  A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/21/2016- pfs and medical records received. After review of the medical records for MDR reportability, patient complained her hip would "pop in and out socket, she would have excruciating pain. Infectious diseases consultation note ((B)(6) 2010) indicated non-healing, draining incision since (b)(46 2010 revision, with impression being orthopedic hardware infection - likely with coagulase negative staph, (which was confirmed with cultures--(B)(6)). The revision intraoperative note ((B)(6) 2010) indicated "drainage from the distal portion" of the original incision. "In the deep cavity there is fluid ...already cultured staph... No point second guessing". Part/lot updated. The stem has already been reported on (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppd and medical records received. Medical records contained a sticker sheet dated 5/6/2010 (no revision operative note). The sticker sheet contained prostalac implants. The depuy femoral head is being reported as it was implanted less than 90 days before the sticker sheet. The cup and poly liner are competitor products. At this time litigation isn't alleging infection, so the stem isn't being added to the complaint as it was implanted almost two years ago.